Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device temperature motor test failure was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported by resmed (B)(4) that during the service evaluation, an astral device failed to complete its temperature motor test. The device was not in use when the fault occurred, therefore, there was no patient involvement.